Manufacturer narrative:
The device history record (DHR) review could not be reviewed as no lot information provided. There were no samples returned for investigation. As no information of the reported condition could be identified within the production documentation the root cause could not be identified. As part of continuous improvements, a formal investigation has been opened to determine the root cause and implement the appropriate corrective actions to prevent the recurrence of the reported issue. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: an elderly female was being treated for chronic obstructive pulmonary disease (copd) on the inpatient medical floor. When the rn was drawing up solu-medrol using a blunt needle (18 gauge, gray, monojet), a piece of the rubber stopper was able to be drawn into the syringe. The supervisor was notified. No harm to patient because it was discovered by the nurse prior to administering the medication.